Event description:
It was reported that the probe broke during an unspecified procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the gold tip of the probe broken at 17mm from the tip and the distal tip of the blade wiper was damaged. The device was sent to the original equipment manufacturer (OEM) for additional evaluation. The OEM confirmed the reported event. It was observed that there was a crack noted at the distal tip and the s-cover of the handle was deformed.